Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging damage to the battery compartment of the pump. The reporter confirmed there were no noted power events. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2016 with the following findings:pump was observed to be cracked at the battery compartment from top traveling to bumper and from bottom traveling to bumper. The pump was also found to be cracked at the top right corner between display lens and pump seal.